Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rate went into the twenty's. It was further reported that a right ventricular (rv) lead dislodgement was suspected. A temporary lead was placed and the implantable pulse generator (ipg) was turned off temporarily. The rv lead was then explanted and replaced and the ipg was reconnected. No further patient complications have been reported as a result of this event.